Event description:
It was reported that the 9900 system left monitor would not turn on at boot up. Also the system would not transfer images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The customer cat5 cable was found to be damaged. The monitor ps2 power supply was adjusted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.